Event description:
During the device evaluation, the connection between the bronchovideoscope's bending section and distal end was found to be detached, due to adhesive peeling around the bending tube. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.